Manufacturer narrative:
The recipient's infection reportedly healed.

Event description:
The recipient reportedly experienced an infection. The recipient presented with pus at the implant site on (B)(6) 2018. The recipient was prescribed oral antibiotics. The recipient was hospitalized from (B)(6) 2018, to (B)(6) 2018 and treated with intravenous antibiotics for 5 days. The recipient was discharged with oral antibiotics. The recipient presented with skin break down, pus, granulation tissue and electrode extrusion. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.